Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a symptomatic patient with muscle stimulation presented in the ER, the device was found to be in backup vvi reset mode. A device download was performed successfully and device was restored to normal operation.